Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled, ¿results of a randomized controlled trial with five-year radiostereometric analysis results of vitamin e-infused highly crosslinked versus moderately crosslinked polyethylene in reverse total hip arthroplasty¿ was reviewed and determined to be a medical device complaint. The study¿s purpose was to measure five-year polyethylene wear and acetabular component stability using radiostereometric analysis (rsa) in 68 patients implanted with reverse hybrid total hip arthroplasty (meaning: cemented acetabular cup with ingrowth femoral stem). Depuy corail femoral stems and 32 mm articuleze ceramic heads were paired with cemented competitor (biomet) vitamin e impregnated (vepe) all-poly acetabular cups or cemented depuy marathon (modxlpe) all poly acetabular cups, using competitor (refobacin - biomet) bone cement. The results showed less polyethylene wear in the vepe group versus the modxlpe group, with similar component stability (component migration or loosening) over the five-year period. Complications reported: one competitor vepe acetabular cup revised to address aseptic loosening at approximately one-year post-primary. One patient (acetabular group type unspecified) underwent an amputation on the contralateral limb due to complications with a failed ankle fracture surgery approximately two years after primary¿no suggestion was made that it was in any way related to the contralateral hip procedure or its products. Polyethylene wear: at five years, the mean proximal wear for the vepe group was 0.17 mm compared with 0.20 mm for the modxlpe group. The annual proximal wear rate was 0.03 mm/year (vepe) and 0.04 mm/year (modxlpe). The mean total 3d polyethylene wear was 0.21 mm (vepe) and 0.23 mm (modxlpe). Acetabular component stability (migration): mean proximal component translation at five years was 0.52 mm for the vepe group, and 0.27 mm for the modxlpe group. Total 3d component stability was 0.72 mm (vepe) and 0.50 mm (modxlpe) at five years. The results were very good in both groups, but the vepe group outperformed the modxlpe group with respect to both indicator measures.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evice associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: manufacturing record evaluation (mre), was not possible because the required lot code was not provided.